Event description:
A malfunction was reported with a code displayed as malf 12. Customer's blood glucose level was 4.1 mmol/l. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was able to continue using the pump and was advised to contact support if the issue reappeared.